Event description:
It was reported that the wake button on the pump was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer applied more force to the button to resolve the issue. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.